Manufacturer narrative:
Correction to the date the patient presented to the ER.

Event description:
The patient also went to the emergency room (ER) on (B)(6) 2018 with a nose bleed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas. Heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 6 months, 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the study physician was contacted via phone on (B)(6) 2018 and was made aware the patient was in the emergency room (ER) with a nose bleed. They were having trouble controlling the bleed. The patient went to non-implanting hospital. The patient reported on (B)(6) 2018 that the nose bleed started on (B)(6) 2018 so they went to the emergency room (ER). The bleeding was controlled by packing the nose. The patient was treated with silver nitrate cautery and surgiseal and finally packed with 2 -7.5mm rhino rockets inserted. The patient's inr was 2.0. The patient was discharged on (B)(6) 2018. The patient also went to the emergency room (ER) on (B)(6) 2018 with a nose bleed. The patient has a perforated septum. No additional information was provided.